Manufacturer narrative:
On 9/21/2016, one mrp08s mammotome mr bladeless biopsy probe, lot number f11611326d1, was received from the distributor for analysis. Visual inspection of the device confirmed the use of the device in a procedure. Simulated functionality testing using chicken samples was attempted, and the device initialized normally. During sampling, the device did not obtain chicken tissue samples. The device was disassembled and inspected. It was noted that the axial tube and cutter were clogged with tissue (assumed breast tissue as device showed evidence of use in a clinical procedure). The event and device analysis are still in process. No serious injury occurred as tissue samples were obtained with a subsequent device of the same product code (mr probe). Upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples.

Event description:
The distributor in (B)(6) reported, "needle was defect, would not open anymore."